Manufacturer narrative:
Reported defect: bilateral deflation. Condition of product: product was received inside a single sealed pouch with activated sterilization indicators. The pack included distributors report and health professional's paperwork, including decontamination certificate. Background of the surgery: original surgery was performed by dr carter in march 1999 using hutchison hsl 380 saline-fill implants, which were filled to a volume of 380cc (left) & 390cc (right). In 2007 the pt visited the surgery centre in regards to a suspected bilateral deflation of her breast implants. The pt underwent bilateral replacement surgery in 2007. The implants were replaced with mentor 400 moderate plus devices that were filled to a volume of 425 (left) & 445 (right). Visual inspection: visual inspection identified a fold flaw that measures approx 67mm in total length which starts on the anterior surface, where it then extends over the periphery and onto the posterior surface where the fold flaw develops into a split that measures approx 1mm. Product inspection: pressure testing identified no other leaks or breaches. Microscopic examination (x10) of the breach confirmed a 1mm split on the fold flaw. The product met all mfg and quality specifications post MFR. Conclusion: a fold flaw is not a mfg fault.